Event description:
The caller reported that after five days of use the pilot balloon leaked. A hemostat was clamped on the pilot line to stop the leak. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.